Event description:
Nurse reported hospitalization due to hyperglycemia. The blood glucose reading is 334 mg/dl. The blood glucose reading at the time of the event was 446 mg/dl. Customer stated that the insulin pump was not working. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.